Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the electrophysiologist with reports of system impedances being too high measuring 120 ohms. Technical services reviewed latitude and confirmed with the last device transmission system impedance did measure120 ohms. Ts discussed troubleshooting and to continue to monitor. Additional information was received which reported the device was interrogated and impedances now measure 135 ohms. The device is programmed to secondary 1x gain. Additionally, it was noted in 2022 there was inappropriate shock therapy due to t wave oversensing. Technical services recommended performing an x-ray and to consider defibrillation threshold (dft) testing. A request was made for engineering analysis on impedance trends which showed a normal gradual change. At this time, the system remains in service. No adverse patient effects were reported.